Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device did not pass the minimum recommended concentration test for the disinfectant solution acecide at the reprocessing. The user also reported that since the error e99 which indicated disinfectant solution was used for a long time or many times was displayed on the subject device, it was checked. It had been 10 times-used and 15 days-past from last replacement of the disinfectant solution acecide. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The error code e99 was displayed because the specified expiration date had passed or the disinfectant was used more than the specified number of times.